Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pumps frequently alarming "air in line" while starting the infusion. Clinicians will note there is no physical air in the line or very small microbubbles. There was patient involvement but no harm. Bd clinical practice consultant provided education, no devices will be returned at this time. No further information is available.